Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an out-of-range impedance measurement. It was noted this rv lead exhibited oversensing. Additional information was requested; however, no further information was available at this time. This investigation will be updated when further information becomes available. This rv lead remains in service. No adverse patient effects were reported.